Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported that they were feeling pain and when underwent routine tests (ultrasound, MRI and mammography) they were diagnosed with rupture. The patient checked on the website that the prosthesis was being recalled. This record is for the right side. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Patient reported right side pain, rupture, and recall. Patient later reported right side deformity, capsular contracture baker grade IV, ¿areas of unevenness on the surface of the implant, associated with parallel hyperechogenic lines, which may correspond to intracapsular rupture, hypoechogenic, oval, and circumscribed nodules. Patient additionally reported small simple cyst in the right breast not related to the device. The device remains implanted.